Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the rep did an impedance test. The lead configuration was set up showing the patient to have a 1x8 lead and the impedance test showed every electrode to be greater than 10,000. It was noted the rep had not seen any x-rays to confirm what was still actually implanted in the patient in regard to the leads, so he could not for sure confirm what was still implanted in the patient. The patient was scheduled to have a lead replacement on (B)(6) 2016. The battery was placed in (B)(6) 2015 and had not been used because the leads were either not present or not working. At the time of the report, the patient had a primary cell implanted. The issue was not resolved. Relevant medical history included spinal pain.

Event description:
Additional information received from the manufacturer's representative (rep) reported that the patient had one lead currently, though registration records showed two, and they were doing a revision to replace the existing lead with two new leads. A revision was being performed on the day of the report because the device had not been working and the lead had high impedances. The patient was not receiving stimulation therapy at all. Due to high impedances on all electrodes, the patient did not have reprogramming available to him. The patient had been awaiting lead replacement surgery to allow him to use the stimulator. The patient experienced an increase in pain due to the stimulation not being on. It was noted at the time of the report, the device was off. When the patient went into the operating room to have the one lead replaced with two new leads, they found that there were in fact two leads. Before going into surgery, x-rays were taken and they showed two leads in the header block of the implantable neurostimulator (ins). When they went to explant the system, they pulled the ins out to find there were two leads. One lead was fully intact and the second lead was cut to be used as a plug for the ins. There were no lead fragments left in. Post-operation, the patient had recovered and had the two new leads and implantable neurostimulator (ins) implanted. Both leads and battery were replaced.